Event description:
It was reported the device had extensive water damage. The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) encoder flex out of mechanical specification. Two side bails and ring missing. Two side bail covers and ring cover broken. Upper and lower cases, battery release, heart block, lead flex cover, two printed circuit board screws, two board connector cables, battery drawer, lcd display, and main printed circuit board contaminated.